Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from one year down to less than three months during the recent checked. Engineering data analysis confirmed that the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Despite the premature depletion, there is sufficient capacity to support full therapy. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6: evaluation conclusion codes. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6: evaluation conclusion codes. The product has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from one year down to less than three months during the recent checked. Engineering data analysis confirmed that the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Despite the premature depletion, there is sufficient capacity to support full therapy. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received indicates that this device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from one year down to less than three months during the recent checked. Engineering data analysis confirmed that the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Despite the premature depletion, there is sufficient capacity to support full therapy. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) has depleted from one year down to less than three months during the recent checked. Engineering data analysis confirmed that the power consumption was increasing in gradual fashion. This appeared consistent with capacitor degradation due to hydrogen gas content in the sealed pg atmosphere. Despite the premature depletion, there is sufficient capacity to support full therapy. As of this time, this device remains in service. No adverse patient effects were reported.